Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a delivery anomaly. The customer's blood glucose level during the incident was 377 mg/dl. The customer stated they received about 87 extra units of insulin. They also treated the high blood glucose with a manual injection and changed the set. The customer's blood glucose level went down to within the range of 40 mg/dl to 50 mg/dl. They treated the low blood glucose with food. The customer's current blood glucose level was 143 mg/dl. The customer stated that the insulin pump was showing they had 112 units of insulin but when they removed the reservoir, it only had 25 units left. They rewound the insulin pump and it then showed the correct amount. Troubleshooting was performed. The bolus history and programming was reviewed. There were no accidental boluses. The customer stated that the settings were all accurate. The insulin pump passed the displacement test. The device will not be returned for analysis.